Event description:
It was reported that a device movement occurred. In june 2021, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine post procedural follow up examination thirteen (13) months later, it was discovered the closure device had shifted proximally and no longer sealed the laa. The patient was instructed to continue anticoagulation medication. No patient complications were reported.

Manufacturer narrative:
B5 event description updated.

Event description:
It was reported that a device movement occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine post procedural follow up examination on (B)(6) 2022, it was discovered the closure device had shifted proximally and no longer sealed the laa. The patient was instructed to continue anticoagulation medication. No patient complications were reported. It was further reported a peri device leak measuring 3.3mm to 4.7 mm was identified on the limbus side.

Event description:
It was reported that a device movement occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine post procedural follow up examination on (B)(6) 2022, it was discovered the closure device had shifted proximally and no longer sealed the laa. The patient was instructed to continue anticoagulation medication. No patient complications were reported. It was further reported a peri device leak measuring 3.3mm to 4.7 mm was identified on the limbus side. It was further reported the patient underwent surgical explantation of the closure device in (B)(6) 2022. Five days post surgical explant procedure, the patient experienced complete organ failure and died.

Manufacturer narrative:
B2 outcomes attrib to adv event updated, b2 date of death updated, b5 event description updated , d6b explant date updated, h6 impact codes updated.